Event description:
Boston scientific received information that during a post-shock follow-up interrogation, two fault codes and a completely depleted battery, were exhibited. As such, a revision procedure was performed. During the revision, the physician confirmed that the associated right ventricular (rv) lead had exhibited an insulation abrasion and was likely contributory to the shorted condition. The rv lead was partially removed; a new device and rv lead were then successfully implanted, resulting in favorable system measurements. No resulting adverse patient effects were reported prior to, nor during, the revision procedure. The patient was unaware of any episodes or conditions that triggered shock therapy.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, the lead segments were thoroughly inspected and analyzed. The terminal and middle segments of the lead were received. The terminal end had been severed 13 cm from the is-1 terminal pin. The middle segment measured approximately 38 cm long. The middle segment exhibited damage likely induced during the explant procedure. Inspection of the terminal segment of lead identified trilumen insulation damage where the distal high voltage cable was exposed in the area 11 to 12 cm from the terminal pin. Due to the location and type of damage, analysis concluded it was likely due to lead-on-lead contact. This damage likely resulted in the observed shorted lead condition of the associated device.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.